Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, 5mm 20cm saber .018 was put in a heavily calcified artery that was treated with a non-cordis rotablator. Upon second inflation, the balloon ruptured on the calcium. The atms are unknown. The balloon was then being removed over a wire when it may have got caught on calcium. When balloon was pulled out, the scrub tech noticed the distal part of balloon was still in the sfa. The balloon fragment was not removed from the vessel, it was stented across. The patient was taken to the hospital and surgery was done because the patient¿s vessel had thrombosed after. It is believed to be due to some of the balloon fragment still sticking in sfa and partially occluding and slowing the flow. It is unknown what was done during surgery; however, the patient is currently doing well and her sfa is open and has blood flow. The balloon was stored properly according to the IFU and it was prepped correctly as well. The patient was known to have heavily calcified arteries. The device will be returned for evaluation.

Event description:
As reported, 5mm 20cm saber .018 was put in a heavily calcified artery that was treated with a non-cordis rotablator. Upon second inflation, the balloon ruptured on the calcium. The atms are unknown. The balloon was then being removed over a wire when it may have got caught on calcium. When balloon was pulled out, the scrub tech noticed the distal part of balloon was still in the sfa. The balloon fragment was not removed from the vessel, it was stented across. The patient was taken to the hospital and surgery was done because the patient¿s vessel had thrombosed after. It is believed to be due to some of the balloon fragment still sticking in sfa and partially occluding and slowing the flow. It is unknown what was done during surgery; however, the patient is currently doing well and her sfa is open and has blood flow. The balloon was stored properly according to the IFU and it was prepped correctly as well. The patient was known to have heavily calcified arteries. The device will be returned for evaluation. Three pictures related to the reported failure were attached. As part of the picture #3 it could be observed the balloon deflated, the marker bands could be noticed at proximal side of the balloon as expected. The balloon is separated from the distal section. Blood residues could be noticed. No other anomalies of the product can be noticed at the attached pictures.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, 5mm 20cm saber .018 was put in a heavily calcified artery that was treated with a non-cordis rotablator. Upon second inflation, the balloon ruptured on the calcium. The atms are unknown. The balloon was then being removed over a wire when it may have got caught on calcium. When balloon was pulled out, the scrub tech noticed the distal part of balloon was still in the sfa. The balloon fragment was not removed from the vessel, it was stented across. The patient was taken to the hospital and surgery was done because the patient¿s vessel had thrombosed after. It is believed to be due to some of the balloon fragment still sticking in sfa and partially occluding and slowing the flow. It is unknown what was done during surgery; however, the patient is currently doing well and her sfa is open and has blood flow. The balloon was stored properly according to the IFU and it was prepped correctly as well. The patient was known to have heavily calcified arteries. The device will be returned for evaluation. Three pictures related to the reported failure were attached. As part of the picture #3 it could be observed the balloon deflated, the marker bands could be noticed at proximal side of the balloon as expected. The balloon is separated from the distal section. Blood residues could be noticed. No other anomalies of the product can be noticed at the attached pictures.

Manufacturer narrative:
As reported, 5mm 20cm saber .018 percutaneous transluminal angioplasty balloon catheter was put in a heavily calcified artery that was treated with a non-cordis rotablator. Upon second inflation, the balloon ruptured on the calcium. The atmospheres are unknown. The balloon was then being removed over a wire when it may have got caught on calcium. When balloon was pulled out, the scrub tech noticed the distal part of balloon was still in the sfa. The balloon fragment was not removed from the vessel, it was stented across. The patient was taken to the hospital and surgery was due to thrombosis of the vessel. It is believed to be due to some of the balloon fragment still sticking in sfa and partially occluding and slowing the flow. It is unknown what was done during surgery; however, the patient is currently doing well and her sfa is open and has blood flow. The balloon was stored properly according to the instructions for use (IFU) and it was prepped correctly as well. The patient was known to have heavily calcified arteries. No product was received for analysis, instead pictures related to the reported failure were submitted by the customer. Picture #3 noted the balloon to be deflated, the marker bands were noted on proximal side of the balloon as expected. The balloon is separated from the distal section. Blood residues are noted. No other anomalies of the product can be noted by the attached images provided. The device was then returned for analysis. A non-sterile saber 5mm x 20cm 150 was received coiled inside of a clear plastic bag. The device was unpacked to perform the product evaluation. The unit was thoroughly inspected observing that the balloon and the inner lumen present a separated condition on the distal section. The separated piece was not returned for evaluation. No other damages or anomalies were observed. The balloon area was inspected with a vision system to obtain a magnified image confirming the separated condition of the balloon and the inner lumen. Sem results showed that the separation presented evidence of elongations, striation patterns and plastic deformations. These observed conditions on the plastic materials of the unit are commonly associated with events where material tensile overload occurred. Therefore, it is assumed that the unit was induced to a tensile force that exceeded the material yield strength prior to the separation. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82246696 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst¿ and "balloon- separated¿ were confirmed due to the condition of the product received. The exact cause of the balloon burst/separation could not be determined. Sem analysis revealed evidence of elongations, striation patterns and plastic deformations associated with material tensile overload. The vessel was noted to have severe calcification and a rotablator device was used in order to break up the calcification. Additionally, the event description noted the device got caught on calcification during withdrawal. It is likely these vessel characteristics and the procedural factors noted contributed to the reported events as evidenced by device analysis. Risks associated with angioplasty procedures include thrombosis and the potential for separation of the device if force is used and are listed in the IFU as such. Additionally, we do not know what the anticoagulant/antiplatelet status of the patient was at the time of the event as this information was not provided. According to the safety information of the instructions for use ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon complications related to the product include, but are not limited to abrupt vessel closure, additional intervention, acute myocardial infarction, allergic reaction (device, contrast medium and medications), amputation, arrhythmias, arteriovenous fistula, bradycardia, death, embolism, hematoma at puncture site, hemorrhage, hypotension / hypertension, inflammation/ infection/ sepsis, ischemia, necrosis, neurological events, including peripheral nerve injury, transient ischemic attack and/ or stroke, organ failure (single, multiple), pain, paralysis, potential for balloon burst and potential complications (rated burst pressure), potential for separation and potential complications (integrity to be checked before and after use), procedural complications: bleeding, hypotension, access site complications, pseudoaneurysm, renal failure, restenosis of the dilated vessel, thrombosis, vascular complications (e.g. Intimal tear, dissection, pseudoaneurysm, perforation, rupture, spasm, occlusion). Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.